Event description:
The patient was implanted with a herniamesh t-sling lot on date not available. Many years later the patient has suffered serious and catastrophic bodily injuries, pain and suffering, general and special damages, and the plaintiff (B)(6) suffered loss of consortium damages. Plaintiff suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff's ability to engage in routine daily activities and sporting activities that she previously enjoyed. No further information has been provided.